Manufacturer narrative:
As reported, hemostasis was unsuccessful with a 5f mynx control vascular closure device (vcd). It was proceeded with manual compression. There was no reported patient injury. The mynx control was stored, prepped, and used as per the instructions for use (IFU) the physician was mynx certified. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. There was moderate presence of pvd / calcium in the vicinity of the puncture site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Fingertip compression was maintained on the skin during removal of the device. Anticoagulants, antiplatelets or any thrombolytics were not used. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the button 1 was ½ depressed and button 2 was ½ depressed. And the stopcock was found open with no syringe attached to the unit. The sealant was no longer present on the unit, and the balloon was partially retracted. Additionally, a cordis catheter sheath introducer (csi) used was returned inserted on the device. No functional test could be performed according to the IFU due to the conditions of the unit. Nevertheless, the complete depression of the button 1 was achieved along with the complete button 2 depression and the complete retrieval of the balloon. Additionally, button 2 was reset to evaluate the inflation/ deflation mechanism of the balloon. During this additional analysis, it was observed that the balloon was not compromised in any way. Based on the information provided, the condition reported as ¿sealant-inability to achieve hemostasis¿ was not confirmed, due to the nature of the complaint and because the sealant was not returned to be evaluated. Without procedural images, a cause for the reported event cannot be determined. However, partially depression of both buttons may have contributed to the reported event, as well as vessel characteristics (such as the tortuosity and calcification reported). As per the instructions for use (IFU), button one needs to be pressed until it is aligned with the handle. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was unsuccessful with a 5f mynx control vascular closure device (vcd). It was proceeded with manual compression. There was no reported patient injury. The mynx control was stored, prepped, and used as per the instructions for use (IFU) the physician was mynx certified. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm. The vessel was reported to have moderate tortuosity. There was moderate presence of pvd/calcium in the vicinity of the puncture site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Fingertip compression maintained on the skin during removal of the device. Anticoagulants, antiplatelets or any thrombolytics were not used. The device will be returned for evaluation.